Event description:
In may 2003, the pt's sound processor reportedly stopped working. The pt exchanged external equipment. However, the problem was not resolved. A few days after no cochlear implant use, the pt began having headaches and blurred vision. The center replaced external equipment. However, the pt was still not able to hear while using the sound processor. In may 2003, the pt was taken to the hospital for headaches and blurred vision. The pt was evaluated for stroke and internal bleeding; both were ruled out. The pt's spouse believed the headaches were stress induced. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.